Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter stopped halfway (actuation issue) during surgery. The surgery was completed after stepping on the footswitch again, it worked and surgery was completed. The procedure type was unknown. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a pouch was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and nonconforming for cut. During the functional actuation test it was observed that the inner cutter rotational orientation was non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Excessive adhesive was observed at the cutter/coupling bond joint of the inner cutter. Gouge and wear marks at cutting edge and several other areas on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is manufacturing related. It was identified during the complaint evaluation that the wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Although excessive wear was identified the investigation concluded that the root cause of the reported event is manufacturing related, caused by the inner cutter rotational orientation not meeting specification. However, another manufacturing defected was identified of excessive adhesive at the cutter/coupling bond joint and cannot be ruled out. Two non-conformance records were opened to trend the defects of inner cutter rotational orientation and excessive adhesive at cutter/coupling. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Per the direction for sue, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).